Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 25 issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged cartridge damage issue could not be verified.

Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Customer's blood glucose level was 264 mg/dl. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.